Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02303 and 3005099803-2010-02496 for the other associated device information. It was reported to boston scientific that three maxforce biliary balloon dilatation catheters were used during a dilatation procedure in the pancreatic duct performed (B)(6), 2009 on a (B)(6) male patient. According to the complainant, during the procedure all three balloons lost pressure due to a leak and contrast medium entered the pancreatic duct. Additional information received confirmed the balloons slowly lost pressure and did not burst. Investigation results revealed a small circumferential tear in the balloon portion of each of the three devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be stable.

Manufacturer narrative:
Investigation results: a DHR review concluded that lot 12186298 was manufactured in accordance to product specification. A review of the complaints database noted no negative trends for this defect type. A visual examination revealed ridge like damage on the catheter of the device. The catheter damage is consistent with a restriction being met when removing a guidewire from the lumen in the catheter shaft. A functional test was done where a guidewire was passed through the catheter of the device where restriction was met due to the existing catheter damage. An inflation device was used to attempt to inflate the balloon however two small circumferential tears were noted on the balloon portion of the device indicating the balloon had burst. Originally it was reported the balloon slowly lost pressure and did not burst however this is inconsistent with the investigation finding. This is now a reportable event. The most probable root cause of this event was determined to be operational context.